Event description:
Surgeon planned a laparoscopic roux-en-y procedure but he was unable to attain satisfactory pneumoperitoneum despite normal dial readings. They checked for adequate gas, and that the verres was not against organs. They rebooted, changed tubing and changed the verres. The physician converted to open procedure assuming that patient's anatomy was preventing pneumo. The next case was a lap cholecystectomy and the same thing happened. They brought in a new insufflator, which worked fine.